Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed. Further investigation is in process.

Event description:
On (B)(6) 2006, the patient was implanted with three gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2011, the patient experienced a cold left leg and was admitted to the hospital for evaluation. On (B)(6) 2011, an intervention occurred. A femoral-to-femoral bypass was performed. Angiography revealed complete separation between the gore excluder aaa aortic extender endoprosthesis and two aneurx stent grafts; therefore, it was decided that all of the endovascular grafts should be explanted within the next week. The patient tolerated the procedure well and will remain in the hospital until the explant procedure takes place.